Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer reporting that the implant date of the pump was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient's programmer alarmed 8476, the patient had not had an MRI, and the medication was "pure coffee". Surgical intervention did not occur and was not planned. The patient's status was alive - no injury. It was reported that the issue resolved at the time of the report. According to the logs/images provided on (B)(6) 2025 at 13:34 critical alarm - pump motor stopped occurred (03) - system event was noted in the logs. Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the pump had not been restored to use and a solution was currently unknown. It was unknown what actions/interventions were taken to resolve the motor stall. The report of "pure coffee" was further clarified as the medication was "pure morphine".

Event description:
Additional information received via the return paperwork indicated that the pump was returned. The drug used at the time of the event was indicated as "mafei" 7.5 mg/ml at a dose of 1.2011 mg/day and "lp" 2.5 mg/ml at a dose of 0.4004 mg/day via an implantable pump. Additional information received from a foreign health care provider (hcp) via a distributor (dist) indicated that the explant date of the pump was unknown. The pump was explanted due to the motor stall. It was unknown if the motor stall resolved and the cause of the motor stall was not provided.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.